Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 17 mmol/l (306 mg/dl) while wearing the pod on the arm between 37 and 48 hours. The pod fell off, dislodging the cannula from the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.